Event description:
FDA/(B)(4) report rec'd. Reporting an incident involving one (1) 12568 microclave connector. The report states the "end cap failed to return to flush state after being flushed." There were no adverse pt consequences associated with this event. The involved 12568 microclave device and concomitant mating/access devices were not returned for analysis and confirmation. A review of the mfg lot database for the reported lot# 86-672-sn (mfg. Date 02/2010) shows (B)(4) units were manufactured., tested, inspected, and released. Exact cause(s) of the event are unk.